Event description:
Procedure: adenotonsillectomy. During the case, there was noted a superficial blister of the right oral commissure laying within the line of the handle of the suction electrode cautery. The surgeon stated the patient had a first degree burn. At that point, the surgeon examined the device for any breaks in the coating, none were grossly noted. Also, noted that the hand piece did not feel very warm, so surgeon opened a new device. Surgeon completed the procedure with no further injury to patient.